Event description:
It was reported by service report that the side rail could not be locked in the upright position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Damaged siderail.